Event description:
It was reported that the device exhibited episodes of non-sustained lead noise due to suspected emi. The patient alert was turned off and no further action was taken. The device remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.